Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection and was found to present an error 211. A definitive root cause of the issue could not be determined, however, the issue was likely the result of a faulty digital panel circuit board (cp). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center front panel switches were not functioning. The issue occurred during preparation for use. There were no reports of patient harm.